Event description:
A report was received that following the implant procedure the patient was experiencing discomfort. It was noted that the patient also had elevated temperature. The physician believed that it was not device related and nothing unusual happened during the procedure. The patient was prescribed with antibiotics and was doing well.

Event description:
A report was received that following the implant procedure the patient was experiencing discomfort. It was noted that the patient also had elevated temperature. The physician believed that it was not device related and nothing unusual happened during the procedure. The patient was prescribed with antibiotics and was doing well.

Manufacturer narrative:
Additional information was received that the physician believed that the elevated temperature was not related to infection.